Event description:
It was reported that the hospital received box of bone cement from (B)(6) that had strong smell coming from box. No damage to outer box. Bone cement was disposed of immediately as hazardous waste

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded as hazardous waste.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Method & results: no devices were returned and no photographs were provided. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, there was an odour coming from the simplex packaging. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the odour would have come from the monomer when the ampoule was broken. This monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation.

Event description:
It was reported that the hospital received box of bone cement from fedex that had strong smell coming from box. No damage to outer box. Bone cement was disposed of immediately as hazardous waste